Event description:
Spoke with cnss who reports that pt was at the ER recently and was discharged on (B)(6) 2019. Cnss further reports that pt was in the ER due to pump stating ¿high pressure alarm¿, but there was no issue with the pumps at the hospital. Mdd inquired if cnss can follow up with the pt. The pumps pt was using along with the serial numbers unknown. Pt has 4 pumps on hand. Pharmacy recently shipped two pumps on (B)(6). No other information available. Outcome of ae not entered because it is unknown if the pt was in the ER with a same day discharge or was admitted. Reported to (B)(6) by patient/ caregiver. Strength: 10 mg/ml. Dose or amount: 100 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.